Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported device could not complete suction one. The surgeon tried to repeat the suction for two times, problem persisted. Surgeon changed to a new patient interface to use for surgery and procedure continued in normality. Procedure was completed on the same day and no patient harm was reported.

Event description:
Additional information received stated, reported event occurred prior to laser ablation.

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The reported issue occurred prior laser ablation and would not result in a serious injury or patient harm. The manual docking process is complex and depends on various external factors as described above. Thus, the root cause cannot be identified conclusively. With current information, no product malfunction can be associated with the reported event. The manufacturer internal reference number is: (B)(4).